Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "device came in for ac power not being recognized. Found that to be true and battery was not being charged. Replacement of the power supply resolved the issue. Battery is now being charged and ac power is now being recognized by the device. From: 396232: 02: 001167 to msp396232: 03: 001435. Service software and function checks all pass.replaced power supply." (2) health impact: no patient involvment. During a test.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There was no patient or user harm. Additional information added in follow-up #1 (B)(4). Field updated. The alarm "loss of external power» occurred during testing. Consequently, the event did not cause or contributed to a death or serious injury. There is no information that reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, based on this information, the event is assessed as no longer reportable and the event can be closed with this follow up report.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the root cause was determined to be a defective power supply unit. In consequence the correction to replace the power unit resolved the issue. There was no patient or user harm.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: "device came in for ac power not being recognized. Found that to be true and battery was not being charged. Replacement of the power supply resolved the issue. Battery is now being charged and ac power is now being recognized by the device. From: 396232: 02: 001167 to msp396232: 03: 001435. Service software and function checks all pass.replaced power supply." (2) health impact: no patient involvment. During a test.